Event description:
It was reported that p-wave undersensing was being observed, even at the highest programmable settings, despite the p-waves measuring higher than the sensitivity on paper. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.